Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit's upper display has a bright spot in it. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
In order to fix the issue, the field service engineer (fse) replaced the top display assy. The fse then completed a pm, calibration, function and safety check. The unit passed all tests and was then returned to clinical use. The following was performed by a technician of the maquet failure analysis and testing (fat) department (B)(4): the failure analysis and testing department received the following parts associated with this complaint: top display assy. Rohs. This part was received with a reported unit failure message of spots on display. Performed visual inspection of this part received and observed spot on display. Please see attached picture. The failure analysis and testing department verified the failure message of spot-on display. Due to spot on display the fat dept, cannot be installed this top display assy. In the test fixture. Retaining top display assy. In the fat dept. As per procedure.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.